Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an internal leak. There was no reported patient involvement,

Manufacturer narrative:
Per updated information, the leak was due to user error (the vaporizer was not installed correctly). The vaporizer was re-seated and then the unit passed the leak test. There was no malfunction of the system. This case has been re-assessed as "not reportable".